Event description:
It was reported that the device was in backup mode with no high voltage defibrillation therapy available following a magnetic resonance imaging (MRI) scan. The cause was due to the device not being reprogrammed to MRI mode prior to the scan. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.